Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This submission is being made after an acquisition and internal audit of rtd.

Event description:
It was reported that a dt light post broke. No injury was reported. However the dentist reopened the tooth and rebuilt it.